Event description:
It was reported that the ultrasonic scalpel, "would not deactivate. The physician was using the max button, and when it was released, the device continued to activate." The device was replaced with another scalpel and no patient injury was reported.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) with a bent shaft and disassembled handle. The internal handle components (membrane switch assembly, buttons, spring, and audible trigger mechanism) were not returned. The device was intentionally damaged at the user facility before returning to sss. An examination of the distal tip revealed an indention in the teflon pad. The device could not be function tested due to its returned condition. The membrane switch assembly could not be tested as it was not returned. Based on the inability to test the device or membrane switch assembly, a root cause could not be determined. However, complaint reports will continue to be monitored through our corrective and preventive action system in order to ensure occurrence rates are within appropriate control limits. The reported event is not occurring more frequently or with greater severity than is usual for the device.